Event description:
An operating room tech reported that the system had no reflux prior to surgical procedure. There was no pt involvement. Add'l info has been request, but not received at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).